Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported an anterior zip with a tear backwards on a patient's eye during a laser assisted cataract procedure. The nucleus was reported to have dropped. Additional information has been requested.

Manufacturer narrative:
A number of clinical and technical factors could have contributed to an anterior tear and the subsequent dropped nucleus. Information such as surgical technique and patient movement could have contributed to the reported event. However, information regarding the patient and treatment were not obtained. Furthermore, a technical evaluation of the system from a company representative revealed that no problem was found with the system. Since no problem was found with the system, based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
Upon follow up, anterior zip in capsule was torn to the posterior during capsulorhexis with femtosecond laser. This caused a dropped nucleus.